Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported that while powering up the unit, it went ventilator inoperative with error code message of machine and proximal pressure sensors failure. The customer reported there was no patient involvement.